Manufacturer narrative:
(B)(4). Results: the indigo system aspiration catheter 6 (cat6) was severely kinked approximately 123.0 cm from the proximal hub and ovalized 127.0 cm from the proximal hub. The distal tip was ovalized and kinked in multiple locations. Conclusions: evaluation of the returned device revealed that the distal tip of the cat6 was ovalized and kinked in multiple locations. This type of damage can occur if the device is mishandled during preparation for use. If the distal tip of the cat6 is forcefully gripped while attempting to introduce the catheter into an rhv, the lumen of the catheter may become ovalized. Further attempts to advance into the sheath may cause further damage to the cat6 distal tip. This damage likely contributed to the resistance experienced by the physician during use, resulting in the major kink and ovalization on the catheter¿s proximal region. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and anterior tibial arteries using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 into the non-penumbra sheath, the physician encountered resistance after advancing the cat6 about one centimeter into the sheath. Consequently, the cat6 was unable to advance further and its distal tip became kinked and ovalized. Therefore, the cat6 was removed and the procedure was completed using another catheter, the indigo system cat5 aspiration catheter (cat5), percutaneous transluminal angioplasty (pta) and a drug coated balloon (dcb). There was no report of an adverse effect to the patient.